Manufacturer narrative:
Updated information: d4 serial number updated.

Manufacturer narrative:
B1: added product problem, b5: added updated clinical review, h6: added f01.

Event description:
Updated clinical narrative: a 66 year-old male patient treated for post-cardiotomy cardiogenic shock post-CABG surgery. Decision to place impella cp device via left axillary artery. During support patient experienced asystole and arrythmias, which resolved after CPR and medication. Patients received platelet infusion not related to impella device. On day 9 (off-label use) CT scan indicated multiple brain infarcts, indicating neurological dysfunction. On (B)(6) 2025 an erroneous placement signal occurred. Ao was reading much higher than arterial line. Lv also reading high. Erratic waveforms did not correlate to heart rhythm. This was resolved with dropping the p level and then turning it back up. On (B)(6) 2026 the patient had pink tinged urine, but adequate amount (250cc/hr on bumex drip). Drop in hgb from 8.6 to 7.5 with thrombocytopenia and acute kidney injury (cr up to 2.36). Ldh was sent and trended. Previous plasma free hemoglobin from (B)(6) was 30 and from (B)(6) was 69. Thrombocytopenia. Platelets 59, heparin was held. On post-op day 12, impella 5.5 insertion attempted, but delivery aborted in or. Family decided to withdraw care. Impella to be coded to asystole, hypotension, arrhythmias, and death, although unsure impella contributed, as patient was critically ill after surgery.

Manufacturer narrative:
Additional information was received on december 2, 2025. The following coding updates were performed. Codes removed: peri-procedural adverse event (a24). Codes added: hemostasis (f02), renal failure (e130501), thrombocytopenia (e030202), hematuria (e1302), inflammation (e2326), placement signal issue (a0709), death (f02), stroke (e0133). ((B6) 2025 12:43 pm): pt pod1 CABG with left ax cp. Overnight pt had questionable pea arrest, however pt was hypotensive, nurse unable to feel pulse and CPR started. No impella alarms at that time. 1 round acls done. Today pt is stable on p8, keeping map in mid-70s. Uop adequate. Plan to rest today. Nurse (B)(6) has no questions. ((B)(6) 2025 10:39 am): pod#2. Remains on impella cp (via ax) at p9, epi and levo. Vaso weaned off. Remains intubated. Lactate cleared. Fluid overloaded (as evidenced by peripheral edema and elevated filing pressures), starting diuresis today. Echo showed adequate rv function, severe lv dysfunction, impella measuring 4.6cm. No signs of hemolysis, axillary site without signs of bleeding or hematoma, no impella alarms. ((B)(6) 2025 8:49 am): pt pod 3 CABG, impella support at p8. Overnight pt had vent arrhythmias, lidocaine started with resolution. Dobutamine started overnight, continuing to wean pressors as tolerated. Yesterday, ldh elevated, today trending down. Pfh sent and pending. Also received platelets yesterday. Urine clear, low suspicion for hemolysis. Discussed with nurse and critical team. Continue to wean drips before trying to wean support. Nurse has no questions- has contact info if needed.

Event description:
(B)(6) year-old male patient treated for post-cardiotomy cardiogenic shock post-CABG surgery. Decision to place impella cp device via left axillary artery. During support patient experienced asystole and arrythmias, which resolved after CPR and medication. Patients received platelet infusion not related to impella device. On day 9 (off-label use) CT scan indicated multiple brain infarcts, indicating neurological dysfunction. On post-op day 12, impella 5.5 insertion attempted, but delivery aborted in or. Family decided to withdraw care. Impella to be coded to asystole, hypotension, arrhythmias, and death, although unsure impella contributed, as patient was critically ill after surgery. On the 8th day of impella cp support, the patient experienced multiple brain infarctions. The infarctions occurred beyond the reccommended duration for use for an impella cp. The impella cp functioned as expected throughout the case, as the patient continued on impella cp support for 4 more days after the infarctions were noted. Patient condition did not improve, and the decision was made to escalate to 5.5 support. 5.5 insertion was not succcessful, and the 5.5 case was aborted.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. On the 8th day of impella cp support, the patient experienced multiple brain infarctions. The infarctions occurred beyond the reccommended duration for use for an impella cp. The impella cp functioned as expected throughout the case, as the patient continued on impella cp support for 4 more days after the infarctions were noted. Patient condition did not improve, and the decision was made to escalate to 5.5 support. 5.5 insertion was not successful, and the 5.5 case was aborted.